Manufacturer narrative:
Upon further clarification, it was determined that the incident captured under (B)(4) was in fact a duplicate of (B)(4). Further, it was noted that the term ¿broken¿ used under this complaint was meant to address the functionality of the device, not the physical state of the product. As such, the complaint of record will remain (B)(4), which has been deemed non-reportable. Should the device be returned in a condition different than what was reported, that complaint will be re-assessed to determine if reportability criteria has been met. In the meantime, (B)(4) (with associated MFR 2520274-2016-14242) will be voided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon further clarification, it was determined that the incident captured under (B)(4) was in fact a duplicate of (B)(4). Further, it was noted that the term ¿broken¿ used under this complaint was meant to address the functionality of the device, not the physical state of the product. As such, the complaint of record will remain (B)(4), which has been deemed non-reportable. Should the device be returned in a condition different than what was reported, that complaint will be re-assessed to determine if reportability criteria has been met. In the meantime, (B)(4) (with associated MFR 2520274-2016-14242) will be voided.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of the service history records has been requested an is currently pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that the sliding mechanism was broken. The circumstances surrounding the breakage are unknown. At this time, there is no known patient or procedural involvement. This report is 1 of 1 for com-(B)(4).